Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) and leads underwent a surgical procedure. Following the procedure, the physician requested review of the device report. Boston scientific technical services (ts) reviewed with clinician and noted several stored episodes of noise which occurred during the procedure. Lead measurements were within normal limits when checked following the procedure and normal follow up was recommended. There were no additional adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.